Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the console froze between surgical procedures. There was no system message reported. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The host was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on april 15, 2014. Based on qa assessment, the product met specifications at the time of release. The host was received for evaluation. A visual evaluation of the returned sample found the cd drive and sdram card missing. A known good sd ram card was installed in the sample and further testing found no problem. The root cause can be attributed to "internal-component failure". However, which component caused the reported event remains inconclusive. The manufacturer internal reference number is: (B)(4).